Event description:
It has been reported that the AED is not functioning properly.

Event description:
The customer reported that the device fails the self-test. There wasn't any negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. 510(k): k111693.

Manufacturer narrative:
(B)(4).